Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon removed the parts listed below and replaced with a new femoral stem and cementralizer. Reason for revision was peri-prosthetic fracture of left proximal femur. To answer question below, no instruments were broken, there fore no instruments removed from patient. No further info in known at this time. Doi: (B)(6) 2013; dor: (B)(6) 2021: left hip.